Event description:
Implants were implanted in 1979. Problems started occurring in 1983, continually one thing and another. Rptr had implants removed in 1992. Left implant was ruptured. Rptr is still suffering from the effects including loss of memory, arthritis (swelling hands, feet and legs), lumps on neck and arm, pain under left arm, shoulder, neck, hips, knees, legs and joints, disfigurement, infections, low immune system, loss of confidence and self-esteem. Rptr has not started reconstruction yet.